Manufacturer narrative:
Evaluation results: failure to follow instruction (handled stent). Inherent risk of procedure (stent deformation). Related to operational context. Evaluation conclusion: failure to follow instruction (handled stent). Known inherent risk of procedure (stent deformation). Operational context contributed to event. (B)(4).

Event description:
Physician attempted to deploy a resolute integrity 2.75x18mm drug eluting stent. Physician reported some resistance when advancing the device to the target lesion. Device was removed and it was noted that one of the struts was raised. It is reported that the raised strut was pressed back down using physician¿s hands and an attempt was made to cross the lesion, with the device, again. Resistance was met again and when removed the stent had become further deformed. It is reported that another stent was used to finish procedure. No patient complications were reported. Device analysis: the stent was positioned between the marker bands as per specifications. The 4th distal stent segment was raised and deformed.